Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5154934.

Event description:
It was reported via voluntary medwatch serious injury event that patient presented in emergency department (ed) due to an unspecified possible right ventricular (rv) lead issue due to misplacement. It was also noted that during the ed visit, there was no evidence of rv lead issue found. No patient outcome was provided.